Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's aid found the modular cable had disconnected on (B)(6) 2025, and it was reconnected. It is unknown how the disconnection occurred. The connection was found to be secure, and all parts of the modular cable and connections appeared intact. A self-test was performed and passed, and the modular cable would not be exchanged. Log files were submitted for review, but the system controller's event log had been overwritten with new events, and did not show any data from (B)(6) 2025. No unusual events were found, and the ventricular assist device (vad) and peripheral equipment appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect which would have caused a pump stop was unable to be confirmed via the submitted log files. A specific cause for the driveline disconnect could not be conclusively determined. Data from the reported event date of 23mar2025 could not be reviewed as the log files submitted only contained data from (B)(6) 2025 - (B)(6) 2025. Review of the submitted log files captured the pump operating as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU)and the heartmate 3 lvas patient handbook are currently available. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, this section under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 of the patient handbook, ¿how your heart pump works¿, also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain various sections regarding events/actions which would lead to a pump stop, including driveline disconnection. Appropriate responses to these situations are also outlined in these documents. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.